Event description:
Customer reported that the unit¿s display was very dim and then went black. Unit still operates and cycles normally, but no display is present. The customer believes it has the original hydis display and is past 10,000 operating hours. The device was not in patient use at the time of the reported event. The remote service engineer advised the customer to install new user interface (ui) assembly which contains new style nec led to correct the issue. The customer was provided the part number. There were no other concerns from the customer.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information regarding the event and the repair of the device. It is unknown if the customer replaced the ui assembly as advised by the remote service engineer. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and supplemental reports will be submitted as applicable.